Manufacturer narrative:
Three complaint files are related to each other. However, only two files are found reportable. Cc-0067641 was found not reportable as fault was found at pre-use check. 3012307300-2020-02112-0067556 is the second complaint in the series.

Event description:
Information was received indicating that immediately following placement of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube the patient desaturated and turned blue. The patient was then bagged while the trach tube was removed, and the cuff massaged. The cuff was re-inflated but was reported to only inflate to 30-40%. A second cuff was attempted to be used but once again, cuff would not inflate fully. Subsequently, one of the patient's old tracheostomy tubes was used but was reported to have mold inside the cuff. The patient recovered but is currently awaiting further replacement trach tubes.